Manufacturer narrative:
(B)(4). Batch # t5a79x. Investigation summary: the analysis found that one psee45a device was returned with the anvil bent upwards and with one gst45t cartridge loaded in the device. The cartridge reload was received partially fired 2/3 with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformance were identified.

Event description:
It was reported that during a wedge resection, during the first fire, the device got stuck on the lung. The reverse button did not work. The battery was replaced and the device still would not reverse and the manual override would not work. The surgeon then cut the stapler out of the tissue. By over-sewing and using a new device, the case was completed successfully. There were no adverse patient consequences.